Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A review of the event history log on the event date provided found two infusions with a volume to be infused of 20ml programmed. There is one at a rate of 400ml/hr and another at a rate of 650ml/hr. The programmed infusions ran to completion without interruption, thus the event history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test high. The device was set to deliver 20ml but delivered more than 20ml. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.